Event description:
On (B)(6) 2013 clinic notes were received dated (B)(6) 2010 that indicated the patient feels her stimulator go on quite strongly at night a couple of times and has voice changes from the vns. It was stated that the vns was checked and it works fine. The patient¿s settings were noted to be output=1.75ma/frequency=20hz/pulse width=250usec/on time=14sec/off time=0.5min/eri=no. Clinic notes dated (B)(6) 2010 indicate that although her voice changed while the vns was turned on, it was not as significant as before. The patient stated that she only had one time when she had decreased hearing in her ear and ear pain. The physician adjusted her vns settings by increasing the output current from 1.5ma to 1.75ma and the magnet from 1.75ma to 2ma. The rest of the settings were left at frequency=20hz/pulse width=250usec/on time=14sec/off time=0.5min. Good faith attempts for further information from the physician have been made but no additional information has been received to date.